Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance measurements of 277 ohms. The physician mentioned a possible durability issue and has opted to continue to monitor the patient at this time. The rv lead remains in service and no adverse patient effects were reported.